Event description:
Surgeon was implanting the delta mesh 122mm x 122mm and it bent in a such a way that the surgeon thought it was a defect either by sterilization or how the mesh was bent. Mesh allegedly buckled insitu post surgery, but has not been verified surgically. The mesh was left in the patient. Mesh was in water bath 15-30 minutes.

Manufacturer narrative:
Device not being returned. Internal investigation in process.